Event description:
It was reported that a user experienced repeated dexcom g6 transmitter pairing failures with the ilet, receiving alerts that the transmitter failed across multiple transmitters until the ilet was restarted and the system entered sensor warmup; a concurrent blood glucose was 277 mg/dl and was entered into the ilet to continue insulin therapy. Symptoms included hyperglycemia. Outcomes included temporary interruption of cgm-pump communication and continuation of insulin therapy with a fingerstick value during sensor warmup. Investigation included verification of the transmitter serial number, guided device restart, and confirmation that the ilet initiated transmitter search and sensor warmup. Investigation of this case revealed a cgm not paired condition on the ilet and an expired or otherwise nonfunctional transmitter could not be confirmed; device restart restored workflow to a warmup state without further fault. It was concluded, based on previously established findings for similar reports, that user and device interaction issues leading to cgm pairing failure were the most probable cause.